Event description:
It was reported that a patient presented in clinic. Device interrogation revealed low pacing impedance, oversensing noise and automatic mode switch on an atrial (ra) lead. Programming changes were performed to resolve this issue. There were no patient consequences.